Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose tests, one after the other, using different finger sticks and strips. Her results were 57 and 140 mg/dl. No symptoms were reported. The lifescan rep reviewed testing procedures, back to back testing, meter/lab comparisons and meter/meter comparisions.